Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, implanted: (B)(6) 2009; dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead showed an abrupt increase in the high voltage impedance trends and the impedance values were now outside of expected limits. A possible lead fracture was considered. During the revision procedure, it was discovered that the lead connection for the high voltage portion of the lead had become disconnected from the implantable cardioverter defibrillator (ICD). The lead was reconnected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.